Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarms occurred. The customer's blood glucose (bg) level was 239mg/dl. An infusion set and cartridge change were performed due to the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. During a follow-up, it was confirmed the customer's bg level was back to normal.